Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was receiving sharp shocks due to their implantable neurostimulator (ins) battery and the surgical lead. It was unknown if any environmental or external factors may have led or contributed to the issue. No diagnostics were performed and the patient¿s system was surgically removed. The issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Incorrect serial number was entered for lead and ins on previous report. If information is provided in the future, a supplemental report will be issued.